Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic gastrectomy, while the anvil was being inserted into the patients esophagus, the suture that attached the anvil to the gtube kept breaking. The anvil would separate from the tubing prematurely never allowing the anvil to seat properly in the pouch of the stomach. The anvil disconnected from the tubing three times, fell into the patient's cavity and was retrieved with the lasso suture around the anvil. They had to hand sew the anastomosis to resolve the issue and to complete the case.